Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in two pieces. Visual inspection of the lead found the helix fully extended and clogged with tissue. The full helix extension length was measured to be within specification. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage.

Event description:
It was reported that the patient presented for follow-up with the right atrial lead dislodged. The patient was scheduled for revision, and the lead was explanted and replaced. The patient was stable.